Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to small bowel during an open colon resection, all staples did not deploy. The surgeon had to oversewed the staple line to complete the case.